Manufacturer narrative:
The instrument was not returned for evaluation, therefore the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that while attempting to remove the monopolar curved scissors instrument during a radical cystectomy procedure, staff noticed a hole burned through the side of the monopolar curved scissors instrument tip cover accessory. The tip cover accessory was removed and replaced to successfully complete the procedure without delay. No pt harm, adverse outcome or injury was reported.